Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing of myopotential noise. It was noted that the patient will go in for a follow-up appointment. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, at the patient's follow-up appointment, the sensing vector was reprogrammed to primary after troubleshooting was performed. No adverse patient effects were reported. Currently, this s-ICD system remains in service.